Event description:
While explanting a pancreatic duct (pd) stent from patient, stent tore and was removed not intact. Two pieces of stent were removed from the patient - pieces seemed to fit together, no other pieces visible in patient. Md and manager aware. Pd stent model number g22360, lot number c2046598.